Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the button was unresponsive. The customer¿s blood glucose level was unknown. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switches. Unable to perform self test and displacement test due to flattened dome switches. No stuck button alarm noted during testing.